Event description:
As reported on the medwatch form: event desc: the pt was receiving chemotherapy, avastin, via b-braun ultrasite IV tubing. The pt was heard calling for assistance when the nurse responded she noted that the ultrasite port closest to the pt was leaking. The chemotherapy treatment was stopped, the tubing replaced and therapy restarted. Device usage problem: device malfunction - that is, the device failed to do what it was supposed to do. Additional info provided by the facility indicated that no additional follow-up info is available. The packaging was discarded and the lot number and catalog number remain unk. She reported that there were not any untoward affects to the pt or the staff and that the chemo spill was on the floor.

Manufacturer narrative:
The actual device was not returned to the MFR to be evaluated and a lot number and catalog number were not reported. Without the sample, lot number, or catalog number, a thorough eval could not be performed. No specific conclusions can be drawn. If any further info becomes available, a follow-up report will be filed.